Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 150 mg/dl, 375 mg/dl, and 158 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the strips. Replacement was sent.